Event description:
Call received from pt. S/t that she is unable to get her gravity tubing to drip. She can get tubing into the drip chamber but then it will not flow past there. Claims all clamps open and no roller clamp is on the tubing. This happened for 3 bags and then she grabbed a new bag of tubing, and the 4th bag worked; 4/4: 2 tubing and 2 bags of fluid obtained from driver who returned them to the pharmacy. Tubing will indeed not drip past the drip chamber. Bag was re-spiked several times and manipulated by multiple pharmacists. Invited rn manager to investigate as well and she also could not get the bags to drip. Inventory items returned: rate flow tubing re-order number rf5600, lot number 171464ks, ns bag 1000ml ndc 0338-0049-04, lot # y461788. Referencing reports mw5168951, mw5168952, mw5168954, and mw5168955.